Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025 at around 04:00 am, the cgm reading was 100 mg/dl, and the blood glucose reading was 300 mg/dl. No medication or treatment was provided but calibration was done. A ¿couple of minutes later, a new fingerstick was taken and the cgm reading was high, and the blood glucose reading was high (higher than 600 mg/dl). The patient experienced vomiting, and the grandmother bought pedialyte. When the symptoms did not improve a doctor was called, and the patient was recommended to go to the hospital. No fingerstick readings were reported from the hospital. But at the hospital patient was treated with intravenous insulin. The reporter stated that the patient experienced diabetic ketoacidosis. The patient was initially at the ICU but was changed to a different department as there was a different patient that needed the place. No further treatment was reported, but blood and urine tests were done during the stay. The patient was discharged after 6 days. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c, b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.